Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow events. According to the account, the low flow events were caused by hypovolemia. A brief low speed event was also confirmed; however, this event appeared associated with the pump stop button being pressed on the system monitor. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported fall, bleeding, hypovolemia, and patient outcome could not be conclusively established through this evaluation. The submitted log file captured data from (B)(6) 2021. Several low flow hazard events were captured on (B)(6) 2021 between 03:06:07 and 07:10:09. Additional transient low flow and low speed hazard events were captured on (B)(6) 2021 between 07:34:52 and 07:34:56 due to appeared associated with the pump stop button being pressed on the system monitor. Following this command, the pump speed returned to its fixed speed and the estimated flow returned to baseline values for the remainder of the file. No other notable events were captured, and the pump appeared to function as intended. It was later reported that the fall was not considered to be device-related, and the cause of the low flow events was hypovolemia. The patient passed away on (B)(6) 2021, and heartmate ii lvas, serial number (B)(6), was not returned for investigation. Due to hospital policy, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction" of the IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. Section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 6 also outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 4 also explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was taken from most recent provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a fall that resulted in trauma/large blood loss. There were multiple low flow alarms due to hypovolemia and speed drops. The pump stop button was possibly pressed on the system monitor which stopped the left ventricular assist device (lvad) for a few seconds before returning it back to normal speed and flows. The patient passed away on (B)(6) 2021. No additional information was provided.